Manufacturer narrative:
The device was received 12-aug-2019. Complaints specialist performed visual analysis on the returned device. Complaints specialist received the device in the following condition: guidewire notch damaged/stretched, balloon tightly folded, stent moved distally past the distal marker and traces of blood inside balloon. Dimensional analysis on the returned device met product specifications. Functional analysis not performed due to the condition of the returned device. Complaints specialist was unable to replicate the complaint in a testing environment due to the condition of the returned device and due to procedural, due to possible interaction with concomitant devices, and / or other uncontrolled factors possibly related to the procedure itself. A review of the lot history record (lhr) was performed. There were no non-conformances. The lot conforms to its predetermined specifications and requirements, including for visual inspection of the stent and for stent retention risk assessment review indicates that stent damage and loose / shifted stent are captured as a known potential hazard, the investigation determined that a definitive conclusive cause is not able to be assigned to the reported complaint. Though unable to be confirmed, in this case, stent damage and shifting of stent may possibly be attributed to handling damage, interaction with a guide catheter, support catheter, and / or a hemostatic valve. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
On (B)(6) 2019, a patient presented for planned percutaneous coronary intervention (pci) in an unspecified vessel. A 3.0x12mm cobra pzf¿ nanocoated coronary stent system was prepped without issue. Upon entry into the guide catheter, the physician noted that the stent was damaged / bent. The device was not used in the patient. Another unspecified device was used to treat the target lesion. The complaint device was received in the following condition: the stent was shifted distally, over the distal balloon marker. Blood was noted inside of the guide wire notch & balloon folds; guide wire notch damage was observed. Additional information received indicated that the device was prepped and handled with bloody gloves, was introduced over guide wire, and into hemostatic valve, but was ultimately not introduced into the patient since the stent damage (bent struts and shifted stent) was noted during entry into valve and guide catheter, then was withdrawn due to the noted damage. No additional information was provided.